Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. A visual inspection and a power on self-test were performed. During the power on self-test an f-22 alarm was identified. The cause of the alarm was an out of specification sensor board. The device was swapped out for a different pump. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During on-site service, the baxter service technician experienced an f-22 alarm (malfunction in frequency converter circuitry for occlusion detection) on a flogard infusion pump. Additional information is not available.